Event description:
Patient came to hospital for an emergent colorectal surgical procedure on (B)(6) 2013. Following the colorectal repair a wn t221510-8 was implanted in the retrorectus position to repair an existing hernia. The doctor knew that the wn was being implanted in a contaminated field but he had no other choice as the hospital did not have any other mesh (absorbable or biologic) to use and he did not want to sent the patient home with a hernia. On (B)(6) 2014 dr. Ercanbrack removed the wn t221510-8 which had become infected and closed the defect primarily.